Event description:
The shaft was kinked in a sheath when the catheter was about to be inserted in a vessel, therefore, it was pulled out of the sheath and found out the material of shaft tube was torn off, and remained inside the sheath. There was no pt injury because the catheter was not inserted in the vessel. Another catheter was used for the procedure and no problem was reported with it.

Manufacturer narrative:
Although there was no pt impact associated with this incident, if the event were to reoccur, there could be a potential for injury. This report is being sent as a notification.